Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2016 with the following findings: during testing, the display was dim and discolored. The battery cap had stripped threads and was unable to secure on to the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display failure and damage to the battery cap. This report is made based on results of investigation completed on (B)(6) 2016.